Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Investigation was unable to determine the location of the infection.